Event description:
Report rec'd of injury to a finger while an employee was opening the bariatric wheelchair for use. An x-ray tech's right middle finger was caught between the seat rail bars and the seat frame of the wheelchair and he sustained a fracture of the right middle finger. The finger has been splinted for an unspecified amount of time. The x-ray tech's physician has stated the finger is not healing as well as expected and has referred him to an orthopedic surgeon for eval. The employee has not been off work due to the event. No add'l info was available.

Manufacturer narrative:
There was no report of a malfunction from the user facility. The wheelchair remains at the user facility at this time. Current product manual provides instructions regarding opening the wheelchair and cautions regarding potential finger pinch points for all wheelchairs. Additionally, the wheelchairs currently contain a pictorial label on the seat bar that has a symbol with a hand under the universal circle with line indicating "no".